Event description:
The physician placed a cook endoscopy percutaneous endoscopic gastrostomy device. Four days after placement, the feeding tube pulled loose from the stomach and began leaking into the abdomen of the patient. The feeding tube was removed and another was placed. The patient developed peritonitis as a result of this occurrence. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant was unable to specify if the patient required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the feeding tube was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reports of peritonitis due to feeding tube leakage into the abdomen of the patient. This report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because the feeding tube was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: potential complications associated with placement and use of a peg tube are listed in the instructions for use for this product. The potential complications include but are not limited to: tube dislodgement or migration as well as peritonitis. The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that bolster should rest gently on the skin surface. Excessive traction on the tube may cause premature removal, fatigue or failure of the feeding tube. The instructions for use direct the user to secure the twist lock around the bolster collar, being careful not to crimp it. The instructions for use contain the following statement: "use the twist lock to secure the bolster to the tube. This will help to prevent future migration of the tube and reduce the need to constantly reposition or pull on the tube". The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the patient's chart and on the patient information sheet in the patient care manual (the patient care manual enclosed in the kit is intended as a reference for the caregivers of the patient). The instructions for use inform the user that it is essential for the patient care manual to accompany the patient and be explained to all people responsible for the care of the patient. The patient care manual instructs the caregiver to make note of the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position. This activity will assist the caregiver in determining if the tube has migrated. If these directions are not followed, this could lead to tube migration. If medication and/or nutrition are administered through the feeding tube after tube migration occurs, this can cause leakage into the peritoneum and result in peritonitis, as reported. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action is warranted at this time because this report was unable to be verified. This type of occurrence is a known potential complication. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.